Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this device was explanted due to pocket erosion. A new device was successfully implanted. No additional adverse patient effects have been reported.